Manufacturer narrative:
(B)(4). At the time of this submission, the device has not been returned for analysis. If the device is received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a rectum procedure, the stapler did not shot out the staples. It was placed in correct spot and used as usual. Stapler closed but did not fire staples. It is unknown how the procedure was completed. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Batch # m53r72. Three attempts were made to obtain additional information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please confirm the lot number for this device. The lot number provided is not valid for this product code. On which firing did this occur? Did the device cut? If yes, was the cut line complete? How was the procedure completed? The analysis results showed that the cs40g device was received in good visual conditions and with a cartridge reload not loaded in the device. The reload was received void of staples, with the washer completely cut, with the drivers exposed and with the knife recess below the cartridge deck. The device was tested for functionality with an engineering sample reload and the device fired, forming all staples and cutting as intended. The cut line was complete, the staple line was complete and the staples were noted to have the proper b-formed shape. The device lockout and the reload lockout were functional. The batch record was reviewed and no anomalies were noted during the manufacturing process.